Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that while the patient slept, the infusion set detached from the patient's skin which resulted in the set falling away from their body. According to the home care patient, their blood glucose levels rose to 300 mg/dl due to the interruption in insulin therapy. The home care patient reported that they administered a corrective insulin injection to resolve their elevated blood glucose levels. No permanent adverse effects to patient reported.